Event description:
Customer reported that six (6) erroneously low sodium results were generated by the unicel dxc 600 synchron system. The results were reported out of the lab. The samples were retested and amended reports were issued. It is not known if there was any change to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The engineer determined the cause of the event to be an occlusion in the chloride port; the engineer cleared the occlusion. A gel like substance was cleared from other flow cell channels. The electrodes and electrode tips affected by the gel-like substance were replaced. This is one of six (6) medwatch reports being submitted as six pt events were reported. Reference the below MDR numbers for all associated events: MDR # 2050012-2011-03878, 03879, 03880, 03881, 03882. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.